Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time of 30.7 seconds, while at a battery monitoring voltage of 2.7 v, after approximately 51 months of implant. A latitude red alert was generated as a result of this event. The boston scientific technical services department recommended replacing the device. The device was later explanted and returned for analysis. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This event will be updated if any additional information becomes available.